Manufacturer narrative:
(B)(4). Date sent: 8/8/2025.

Event description:
It was reported that during an unknown procedure when neurosurgery pa was attempting to staple recently discontinued jp drain puncture site on left side of head, the "fixed head skin stapler" malfunctioned and a staple came out sideways into patient's head, missing the area needing a staple. The stapler then jammed, and pa was unable to dispel staples. This rn got a new (single use) "fixed head skin stapler" for pa to use. Pa tested the stapler first and it worked as it should. When pressing it up to the patient's head puncture site, pa attempted to staple, and again, the patient got poked with only one side of a deformed, jammed staple that did not eject properly from the gun. This rn grabbed a 3rd brand new, unopened "fixed head skin stapler" for pa to use. The 3rd gun worked as all of them should and properly ejected the staple straight into the head at the appropriate puncture site. The patient needed a onetime dose of 25mcg of fentanyl (after already receiving oxycodone in preparation for the drain removal) due to the increased pain he felt during the staple attempts.

Manufacturer narrative:
(B)(4). Date sent 8/4/2025 d4 batch # unk d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.